Event description:
The manufacturer received information alleging a ventilator was overheating. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device would not power on due to isolated thermal damage to a resistor on the system board. The system board was replaced to address the issue.